Event description:
It was reported that a patient experienced suspected peritonitis coincident with automated peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment information was unknown. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with dianeal therapy was unknown. No additional information is available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).